Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both devices were leaking air and two insufflator machines had to be hooked up to maintain pressure. The same devices were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
Info received indicates the brake detent would allow you to set the brake and the brake would hold, but if you applied too much pressure, it would go too far and unlock the brakes even though the pedal was in brake mode.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4)